Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the common carotid artery using a benchmark bmx96 access system (bmx96), a neuron select catheter 6f (6f select), a non-penumbra sheath (8f), and a guidewire. It was reported the patient''s anatomy was tortuous and the physician had difficulty accessing the vessel using the bmx96. During the procedure, the physician advanced the bmx96 over the 6f select to the target location against resistance. While retracting the 6f select from the bmx96, the physician experienced resistance, and noticed under fluoroscopy the bmx96 appeared to be fractured near the distal end. Therefore, the physician pulled out the proximal portion of the bmx96 from the patient and the distal portion was removed via vascular surgery. It was reported that resistance was encountered pulling out the proximal portion of the bmx96 from the patient. The procedure ended at this point. There was no report of an adverse effect to the patient.